Manufacturer narrative:
(B)(4) film evaluation results are: several still films during an angiography intervention were reviewed. No scale was seen on the films; therefore measurements could not be obtained. A non-contrast image confirmed that an endurant stent graft system was implanted in the patient. There was a stent graft component disconnection observed between the bifurcate ipsi limb and the ipsi limb extension which was positioned within the right common iliac artery. The distal ipsi limb was acutely angulated ~120 lateral-right relative to the aortic body; crossing over the contra limb and contra extension which were positioned into the left iliac artery. The disconnection was likely within the distal aaa sac and the amount of detachment was ~5-7cm. The next image during contrast injection showed that an endurant limb was implanted across the ipsi limb disconnection; the type iii junctional endoleak appeared to have resolved. The bifurcate was also noted to be positioned ~1cm below the left renal artery, and there was moderate neck angulation seen in the a-p plane. The reported proximal type I endoleak could not be confirmed from this single still image. Both limbs were patent and no other obvious issues were observed. The final angio image with contrast revealed that an endurant aortic cuff had been implanted ~1cm above the bifurcate, just below the left renal artery, and several aptus endostaples were seen implanted into the proximal neck along the aortic cuff and proximal bifurcate. No clear endoleak was seen and both limbs were patent. No other obvious stent graft issues were observed. The exact cause of the events could not be determined from the limited still films provided. The anatomy at implant and the amount of initial overlap is unknown. Earlier post-implant films were not available due to lack of patient follow-up; therefore, a review of any in-vivo stent graft configuration changes during the implant duration could not be performed. It is possible that aneurysm morphology changes with limb angulation within the unsupported aaa, may have led to the limb detachment and type iii separation endoleak. Low initial placement of the bifurcate may have contributed to the proximal type I endoleak.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Current aneurysm size is 10 cm in diameter. The patient had been lost to follow up since the date of the original implant. The patient presented emergently and a CT revealed a type iii endoleak, separation between the endurant 36x16x166 bifurcate stent graft ipsilateral limb and the endurant 16x28x93 stent graft limb extension in the right common iliac. Additionally, the CT revealed a proximal type I endoleak in the endurant 36x16x166 bifurcate stent graft. The physician elected to implant a 16x16x156 limb extension to extend and bridge the ipsilateral limb of the endurant 36x16x166 bifurcate into the original endurant 16x28x93 limb extension. An endurant 36x36x49 aortic cuff was then implanted a centimeter proximal to the endurant 36x16x166 bifurcate. Aptus endoanchors were additionally implanted as a prophylactic in the endurant aortic cuff. The type iii endoleak, separation and the proximal type I endoleak were resolved. Per the physician, the cause of the type iii endoleak, separation was due to change in the aneurysm morphology. Per the physician, the cause of the proximal type I endoleak was due to low placement of the endurant bifurcate at the index procedure leading to a loss of seal. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.